Manufacturer narrative:
Stryker was able to duplicate and verify the reported issue. Investigation of the device found the white energy capacitor was disconnected from the j18 spade connector. This disconnect caused the failure to deliver defibrillation energy. Reconnecting the capacitor resolved the reported issue. This device was archived by stryker and the customer received a replacement device. The disconnection between the white energy capacitor and the j18 spade connecter was the cause of the reported issue.

Event description:
The customer contacted stryker for a non-critical issue. Upon evaluation of the device stryker found the device did not deliver defibrillation energy as expected.there was no patient present.